Manufacturer narrative:
This is in response to mw5079305. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The event of anxiety is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency provided a voluntary event report where a patient reported "I felt something give or pop on my left breast outer side where the incision line was. Then there was an insatiable itch." Patient also reported they "had developed very hard tissue build up" and that "left breast felt droopy" and that "they were hard and hurt." Patient additionally reported being diagnosed with lupus a year explant, depression after explant, and wanting to kill herself. Device has been explanted; this is for the right side.

Event description:
Regulatory agency provided a voluntary event report where a patient reported "I felt something give or pop on my left breast outer side where the incision line was. Then there was an insatiable itch." Patient also reported they "had developed very hard tissue build up" and that "left breast felt droopy" and that "they were hard and hurt." Patient additionally reported being diagnosed with lupus a year explant, depression after explant, and wanting to kill herself. Device has been explanted; this is for the right side.